Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
The eri message has cleared.